Event description:
(B)(4). The next day started having immobilizing panic attacks,then depression, weight gain 100lbs, sores from the nickel allergy, was not informed of bladder and bowel leaks. High blood pressure, constant pain in back to the point can't even get out of bed at times, can not work because can't stand for more than a few min at time, painful cycle, mini strokes, passing out, painful sex.